Event description:
It was reported that the patient had "slowed down" and the device was found to be turned off. The device was turned back on. The patient was seen on (B)(6) 2013. Impedance checks and an interrogation of both batteries was performed and determined that the im plants were working correctly. It was noted that the implantable pulse generators must have been turned off externally, perhaps by a magnet. It was uncertain how they got turned off. There were no other complaints about the patient¿s device.

Manufacturer narrative:
Concomitant medical products: product ID: 7438, serial# unknown, product type: programmer, patient. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0225491v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0225491v, implanted: (B)(6) 2002, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. (B)(4).